Event description:
It was reported that; surgeon of the hospital, that on (B)(6) 2015 a minimally invasive surgery on c2 an c3 has to be done because the screws were unfastened.

Manufacturer narrative:
Oasys blocker. (B)(4). Stryker spine-(B)(6). Visual inspection; device history review; complaint history review; risk assessment; manufacturing files were reviewed and no incidents were found. The surgical technique states that normal physical activity and smoking contributes to premature construct loosening. The likely root causes are an active lifestyle and the patient being a smoker.

Event description:
It was reported that; surgeon of the hospital, that on (B)(6) 2015 a minimally invasive surgery on c2 an c3 has to be done because the screws were unfastened.